Event description:
Healthcare professional reported "deflation" against left device. Device implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
"Particles in valve" was observed during surgery. The device has been explanted replaced.

Manufacturer narrative:
A visual analysis of the returned device identified: crease fold, wear abrasion and opening linear on radius. Leak test and microscopic analysis was performed which identified: opening crease smooth on radius and observed void 1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: an opening crease smooth on radius assessed as fold flaw opening. No observed particles in the valve.